Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.

Event description:
The jetstream g2 catheter was used to treat a lesion in the popliteal artery. During treatment, the device labored to maintain rpms and stalled 3 times. The physician pulled the device back to perform an angiogram, which revealed a perforation. The device was removed and angioplasty was performed which appeared to seal the perforation. Peroneal artery was observed however, anterior tibial (at) artery could not be observed due to plaque shift. Additional angioplasty was performed at popliteal and at artery bifurcation to open at. Thrombus was observed in sfa and the jetstream g2 catheter was prepped and used to attempt removal thrombus. The device appeared to encounter resistance and was then removed. Angioplasty was again performed. Final angiogram showed compromised flow attributed to thrombus and patient was placed on heparin overnight. Successful revascularization procedure was performed using angiojet, angioplasty and a viabahn stent.